Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined the observed discrepancy is most likely due to a very low viral load, near or below the test's limit of detection (lod). No product problem was identified.

Event description:
There was an allegation of questionable result with the cobas® mpx - 480t assay for one donor sample run on a cobas 6800 analyzer. The initial result was hiv-reactive. However, all previous repetitions were negative, and the second sample of the donor was also negative.